Manufacturer narrative:
Evaluation codes - correct patient and device codes to reflect ineffective therapy during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was not receiving effective therapy from the system. In turn, the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2020-00825, 3006705815-2020-00826 it was reported that the patient may undergo surgical intervention to explant the system. The reason for the surgery is currently unknown.